Event description:
It was reported that a vns pt was explanted of both generator and lead due to constant pain in left side of the face and left side of the chest at the generator site. Trauma was reported by the pt prior to experiencing pain and as the generator was programmed off the pain was relieved. Moreover, both the generator and lead were returned and analyzed by the MFR. Product analysis on the generator indicated there were no performance or any other type of adverse conditions found with the pulse generator as the pulse generator performed according to specs. However, product analysis on the lead revealed that the outer and inner silicone tubing appeared to be punctured. It is believed that this condition could have potentially contributed to the pt's pain event, but currently, the exact impact of this condition and when it occurred is unk.

Manufacturer narrative:
Device failure occurred, but did not cause or contribute to a death or serious injury.